Event description:
A customer reported to baxter corporate product surveillance (cps) a clearlink continu-flo solution set in which the lower y-site completely separated from the tubing. According to the report, the night shift nurse hung the set and started an infusion of IV fluids on a patient. The day shift nurse checked on the patient after an unknown amount of time to find the set had separated from the lower y-site down. This resulted in a leak of IV fluid and a small amount of blood backflow. There were no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection as well as functional tests were performed on the sample. Visual inspection showed that the bottom y site was missing from the tubing and was not in the return packaging. Closer visual inspection showed that, the tubing end did not have a visible plow ridge or residual solvent residue present. Therefore, the reported condition was confirmed. A definitive root cause has not yet been identified.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the assignable root cause was determined to be inadequate solvent.